Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The ironman guide wire referenced is being filed under a separate medwatch report. Evaluation summary: visual inspections was performed on the returned device. The shaft separation was confirmed. The reported difficulty removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation appears to be related to operational context; however, a conclusive cause for the reported difficulty removing the bdc from the guide wire could not be determined. It should be noted the coronary dilatation catheters, trek rx, instructions for use (IFU), states: the trek rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right leg, below the knee. The 2.50x30mm rx trek was used to occlude the access site in the right foot. During removal of the device, the rx trek became stuck on the ironman guide wire therefore the devices were removed together. Outside the anatomy, during removal of the rx trek, the distal shaft separated and remained on the guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.